Event description:
It was reported that prior to a da vinci-assisted surgical procedure, a glass lens of an endoscope was missing. There was no report of patient involvement.

Manufacturer narrative:
The endoscope was returned to the manufacturer (OEM) for evaluation. The customer reported complaint was confirmed. The endoscope was received with a missing distal window resulting in fluid invasion and subsequent damage to the optical components. Complete window was missing. Fragments of adhesive of the distal window were missing. Additional findings revealed that the endoscope was exposed to a temperature greater than 82°c/179.6°f, as shown by internal temperature indicator, resulting in damaged hermetic seals. The endoscope could not be repaired and was scrapped.